Manufacturer narrative:
The potential for the above-noted event(s) to occur is addressed and/or anticipated in the labeling. Mcghan medical does not consider that the assignment of the medwatch evaluation codes are, necessarily, an accurate reflection of mmc's evaluation of the device. Corrected data in d6 to match baseline report for FDA database. The "xxx" in catalog # denotes size. The size of this device is 271.

Event description:
Alleged infection with secondary extrusion - etiology unk.